Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("persistent pelvic pain"), menstrual disorder ("menstrual issues") and infection ("infections"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed. At the time of the report, the device dislocation, pelvic pain, menstrual disorder and infection outcome was unknown. The reporter considered device dislocation, infection, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: device was successfully occluded. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("persistent pelvic pain"), menstrual disorder ("menstrual issues") and infection ("infections"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed. At the time of the report, the device dislocation, pelvic pain, menstrual disorder and infection outcome was unknown. The reporter considered device dislocation, infection, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: device was successfully occluded.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-mar-2019: quality safety evaluation of ptc. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device: in the uterus, failure to occlude (close) fallopian tube(s)'), menorrhagia ('abnormal bleeding (menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst, headache, low back pain, breast swelling, galactorrhea, mastodynia, right lower quadrant pain, yeast infection, burning sensation, fever, mastitis and candidiasis. Previously administered products included for an unreported indication: dicloxacillin. Concurrent conditions included bleeding genital, perineal pain, premenopause, pyelonephritis, obesity, pregnancy, epistaxis, shortness of breath, fibrin d dimer increased, acute chest pain, dyspnea, pulmonary embolism, hypoxia, iodine allergy and nausea. Concomitant products included amoxicillin trihydrate;clavulanate potassium (augmentin bis), diphenhydramine hydrochloride, hydrocodone since 2013, ibuprofen since 2013 and ocrilate (dermabond). On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("persistent pelvic pain, pain"), urinary tract infection ("infection/uti"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"), 1 month after insertion of essure. On (B)(6) 2018, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstrual issues"). The patient was treated with surgery (ablation, ablation on (B)(6) 2018 and salpingectomy (bilateral) and oophorectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, menorrhagia, vaginal haemorrhage, menstrual disorder, urinary tract infection, female sexual dysfunction, depression, anxiety, migraine, dysmenorrhoea, dyspareunia and fatigue outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, menstrual disorder, migraine, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy in date of insertion - (B)(6) 2019 as per summons and (B)(6) 2019 as per pfs they had problems getting the right coil inside tube due to previous scarring from ovarian cysts. It was deployed in the usual and rec. Fashion with 4 coils exposed in left side and 7 coils exposed in right side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: small amount of contrast extending past the distal portion of the essure device suspicious for some degree of persistent patency of the right fallopian tube. The left fallopian tube is occluded by the essure device. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dyspareunia, depression, anxiety and infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr was received. Event abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), apareunia (inability to have sexual intercourse), depression, mental anguish, migraines / headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse) and fatigue. Event verbatim was updated as migration of essure device: in the uterus and event pt was updated to device expulsion and event verbatim was updated to infection/uti and event pt updated to urinary tract infection. New reporter information, product information, patient information and medical history were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device: in the uterus, failure to occlude (close) fallopian tube(s)'), menorrhagia ('abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and genital haemorrhage ('general abnormal bleed') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst, headache, low back pain, breast swelling, galactorrhea, mastodynia, right lower quadrant pain, yeast infection, burning sensation, fever, mastitis and candidiasis. Previously administered products included for an unreported indication: dicloxacillin. Concurrent conditions included bleeding genital, perineal pain, premenopause, pyelonephritis, obesity, pregnancy, epistaxis, shortness of breath, fibrin d dimer increased, acute chest pain, dyspnea, pulmonary embolism, hypoxia, iodine allergy and nausea. Concomitant products included amoxicillin trihydrate;clavulanate potassium (augmentin bis), diphenhydramine hydrochloride, hydrocodone since 2013, ibuprofen since 2013 and ocrilate (dermabond). On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("persistent pelvic pain, pain"), urinary tract infection ("infection/uti/bladder/urinary problems: urinary tract infection ( uti),"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"), 17 days after insertion of essure. On (B)(6) 2018, the patient experienced depression ("depression/psych injury") and anxiety ("mental anguish/psych injury"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual issues"), abdominal pain ("abdominal pain"), genital haemorrhage (seriousness criterion medically significant), vaginal discharge ("vaginal discharge") and headache ("headaches"). The patient was treated with surgery (ablation, ablation on (B)(6) 2018 and salpingectomy (bilateral) and oophorectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, vaginal haemorrhage, menstrual disorder, female sexual dysfunction, depression, anxiety, migraine, dysmenorrhoea, dyspareunia and fatigue outcome was unknown and the menorrhagia, pelvic pain, urinary tract infection, abdominal pain, genital haemorrhage, vaginal discharge and headache had resolved. The reporter considered abdominal pain, anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy in date of insertion - (B)(6) 2019 as per summons and (B)(6) 2019 as per pfs. They had problems getting the right coil inside tube due to previous scarring from ovarian cysts. It was deployed in the usual and rec. Fashion with 4 coils exposed in left side and 7 coils exposed in right side. She received treatment for pelvic/abdominal, menorrhagia (heavy menstrual bleeding),general abnormal bleed, bladder/urinary problems: urinary tract infection ( uti), vaginal discharge, headaches. She did not received treatment for psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: small amount of contrast extending past the distal portion of the essure device suspicious for some test bilateral occlusion degree of persistent patency of the right fallopian tube. The left fallopian tube is occluded by the essure device. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dyspareunia, depression, anxiety and infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received: events abdominal pain, general abnormal bleed, bladder/urinary problems: urinary tract infection ( uti), vaginal discharge, headaches were added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.